Event description:
It was reported that during a surgical procedure at the healthcare facility, the system could not connect to the camera, and the case was completed without navigation. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event that the system could not connect to the camera was duplicated by the navigation field service technician. During functional testing a it was determined that a damaged firewall cable can contribute to the reported event. The component was replaced at the site.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the system could not connect to the camera, and the case was completed without navigation. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.